Event description:
During the initial procedure on (B)(6) 2012, a multifunctional linear pen was used. During creation of the inferior floor lesion on the posterior left atrium a perforation was noticed. The patient was put on bypass and the perforation was addressed. There was no long term patient consequence.

Manufacturer narrative:
Complaint #: (B)(4).